Event description:
Reported based on analysis completed in 02/05. During a coronary drug eluting stenting treatment procedure, inflation issues occurred. The lesion being treated was located in the circumflex artery (cx). The vessel was pre dilated. The physician easily delivered the taxus express2 8.8% 2.75 x 12 mm drug eluting stent to the lesion site. The physician attempted to inflate up to 14 atms. The balloon was unble to inflate but the inflation device registered 14 atms. The entire stent delivery system was removed from the pt's body intact. On the back table, the balloon was attempted to be inflated, but the stent came off the delivery system. The physician tried to remount the stent by hand causing the stent to be crushed. Another taxus express2 2.75 x 12 mm stent was successfully implanted. No pt complications were reported.